Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a left brachiocephalic vein. During the procedure, a 5.0 x 60mm armada 35 balloon dilatation catheter ruptured at 6-8 atmospheres during the first inflation. All pressure was lost and the device was simply removed. Another balloon was used to successfully complete the procedure, followed by a drug-coated balloon. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed and the reported balloon rupture was confirmed. The balloon catheter was sent to scanning electron microscopy (sem) for further analysis. The results, noted the balloon rupture may possibly be related to exposure conditions and/or material/processing discrepancy initiating along the inner surface. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.